Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log confirmed the customer's report of a self-check failure 1001. The presence of this alarm is not necessarily an indication of device malfunction. The alarm can be caused by, but not limited to, an occlusion of the patient output (not removing the red dust cap prior to powering device on), wet/dirty flow screens or kinked hosing/tubing. Contact with the customer confirmed they did not remove the red cap prior to power up. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.